Manufacturer narrative:
The investigation determined that the service action resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The customer found that one of the dilution vessels was not mixing and needed to be replaced. They replaced the dilution vessel and performed adjustments, mechanism checks, reagent primes, ion selective electrodes checks, calibration, and qc with success. They also performed a successful precision check. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas 8000 ise 1800 module. The initial result was 123 mmol/l, and the repeat result was 129 mmol/l. The questionable results were repeated because of delta checks and the customer was rerunning samples to see how they compared.